Event description:
Patient reported left side deflation and "tingling.'' Device has been explanted..

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a crease smooth opening assessed to a fold flaw opening. Sensation increase/decrease: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. Observed void on valve side out specification per qa199.06 (texture side).

Event description:
Patient reported left side deflation and "tingling.'' Device has been explanted.

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1820409 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory, it was observed void on valve side out specification per qa199.06 (texture side). According to the analysis review the reported complaint, the event sensation increase/decrease was unable to observed as it is a medical event, and the event of deflation was observed, but it does not have relationship with the workmanship. A review of the current risk documents was performed, and the event of void in valve is a known event, for which manufacturing process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and "tingling.'' Device remains implanted.

Event description:
Device has been explanted.